Manufacturer narrative:
The insulin pump was received without the original battery cap and unable to verify or damage battery cap. The insulin pump had cracked battery tube threads and cracked reservoir tube lip. Analysis was unable to prime at 2.5 lbs during prime test due to faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the battery compartment has broken down. The customer also reported that there was crack on the battery compartment and around the reservoir compartment. The customer's blood glucose was 144 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.